Manufacturer narrative:
(B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and observed that the motor seized and was running rough. It was further determined that the motor and controller were outdated and faulty. It was also determined that the bearing and coupling nose were worn out. Therefore, the reported condition was confirmed. The assignable device root cause was determined to be due to cleaning and excessive maintenance, which is user error, misuse and / or abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was discovered that the motor seized, and was running rough on the small battery drive device. It was further determined that the bearings and coupling nose were worn out and the device failed the pre-repair diagnostic testing for the attachment coupling. It was noted in the service order that the motor and controller were outdated and defective. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.